Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device delivered 3 inappropriate electrics shocks and multiple attempts for anti-tachycardia pacing (atp) due to an episode o atrial fibrillation with rapid ventricular response. This was not an isolated event since the device recorded 3 different episodes in the collection period. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be filled.

Event description:
It was reported that this device delivered 3 inappropriate electric shocks and multiple attempts for anti-tachycardia pacing (atp) due to an episode o atrial fibrillation with rapid ventricular response. This was not an isolated event since the device recorded 3 different episodes in the collection period. The device remains in service. No additional adverse patient effects.